Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device displayed "set not primed" error message prior to the event. The patient's blood glucose result was 580 mg/dl and she was treated with insulin via infusion at the hospital. The patient was currently still in the hospital. The infusion device is not expected to be returned for product evaluation.